Event description:
The customer stated, that his blood glucose readings had been higher than usual. On one occasion, he received a reading of 115 mg/dl on his breeze meter. He passed out a short time later. While he was unconscious, his wife tested his glucose using another meter and received a reading of 35 mg/dl. The customer was taken to the hospital, where his glucose was tested at 32 mg/dl. The customer's wife performed a comparison test with his breeze meter and received a reading of 120 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer's test strips are to be returned for evaluation. A new contour meter kit was sent to the customer.